Event description:
It was reported that malfunction alarm appeared on pump display and customer contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to reset pump, malfunction alarm did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.